Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the duodenal artery using ruby coils, a ruby coil detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician used the handle to implant one ruby coil into the target vessel. While attempting to detach the next ruby coil, the coil could not be detached using the handle nor could it be detached manually. While removing the ruby coil, it became stuck inside the lantern and the physician realized it had detached. Therefore, the ruby coil and the lantern were removed together as a system. The procedure was completed using a new lantern, additional ruby coils, and the same handle. There was no report of an adverse effect to the patient.